Manufacturer narrative:
Based on the claim against the product by the customer noting a power failure, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer requested an intuitive surgical, inc. (Isi) technical support engineer (tse) to review the logs to check if system was okay. The tse reviewed the logs and noted no associated error other than communication lost during the power outage. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is being reported due to the following conclusion: the customer aborted after the start of the procedure due to the hospital experiencing a power outage.

Event description:
It was reported that prior to start, post anesthesia of a da vinci-assisted inguinal hernia - unilateral surgical procedure, the customer experienced a power failure. The customer requested intuitive surgical, inc. (Isi) technical support engineer (tse) to review the logs to check if system was okay. The tse reviewed the logs and noted no associated error other than communication lost during the power outage. The customer confirmed there was no harm to the patient, and they aborted the case until after the electrician can check it out. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the electrical issue occurred prior to docking the robot to the patient. The decision to abort the procedure resulted from the continued electrical failure in the operating room.